Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that sw appears to be working as designed. Logs and archives were reviewed and show that the model used during registration was not optimal. The inside of the model was riddled with holes, and the surface of the brain was acting as a secondary surface deep under the skin. This led to their patterns converging deep under the true skin. Sent the same patterns back into the software after fixing their model (using the "auto refine" feature). At this point, the patterns converged properly on the skin and it appears they would be accurate. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that that the site had a case where they were trying to register the patient for an hour, but were unable to do so. The site swapped to another navigation system to continue the case. A clinical specialist (cs) went to the site to check out the system, but could not replicate the registration issue with their demo head. There was an hour or more delay in surgical time with no impact to the patient outcome.